Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). Should additional information become available, a follow-up report will be submitted. Exact occurrence date is unknown.

Event description:
This is report 3 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis on an unknown date. It is unknown if the patient was hospitalized. The cause was unknown and the outcome of this peritonitis event was unknown.